Event description:
It was reported that the patient had her extensions and battery replaced after a previous explant due to infection. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0lzzk, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0lzzk, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).